Event description:
Infusor device mfg by woo young medical co. Ltd failed to deliver chemotherapy continuous infusion. Description of device : model # c0015l; volume: 275 ml; flow rate: 1.5ml/hr; lot #: cclhs88; m.f.d aug 29, 2007. Dates of use 2008. Diagnosis: cancer.